Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The main control keypad assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however the reported failure was not duplicated. The keypad was observed to function normally on a mock-up device. The cause of the reported failure could not be determined.

Event description:
It was reported that the power button would intermittently not power the device on. There was no pt use associated with the reported failure.